Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported, during an elbow distal bicep procedure, the surgeon was using the ar-1676st, graft sizing kit. After insertion of the ar-7534, suture tape fiberloop, the whip stitch flipped the button, the surgeon went to hand tighten the suture and the fiberloop broke at. The case was completed leaving one tail short.